Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission it was noted the right atrial (ra) lead exhibited decreased sensing. The ra lead was programmed off. The patient was in stable condition.